Event description:
In 2018, days earlier I must have put clear care contact cleaning solution into a standard contact case, not a clear care case. I placed the right lenses in my eye and was instantly in excruciating pain. I flushed my eye for quite a while. My eye continued to hurt for the entire day. Medication administered to or used by the patient: yes; patient counseling provided: unknown; relevant materials provided: none; dosage from: solution; (B)(6); access number: (B)(4).